Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Lead damage was suspected but could not be confirmed via diagnostic imaging. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.

Manufacturer narrative:
The reported events of loss of capture and lead damage were not confirmed. As received, a portion of the distal part of the lead was returned in one piece. The helix was extended and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.